Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 20-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous right coronary artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to tortuosity. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage. A promus element plus, mr, ous 2.75 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first proximal row were slightly open. The undamaged stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. This type of damage most likely occurred due to excessive force that could have been applied during advancing attempts. The balloon cones were reviewed, and it was noted that the proximal balloon cone was bunched but there were no issues noted on the distal balloon cone. This type of damage most likely occurred due to excessive force that could have been applied during advancing attempts. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.